Event description:
It was reported the subject device had insufficient flow. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h4, h6, h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. However, olympus was informed that replacing the pump head is what fixed the issue. The pump head needs to be replaced annually, and it had not been replaced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be identified. However, the most likely cause of the customer event is due to the following: cause tranced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the subject device had insufficient flow. There were no reports of patient harm.